Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that both her onetouch ultra2 and onetouch ultramini meters no longer powered on. The medical affairs specialist (mas) spoke with the pt on july 25, 2008 and obtained the following info. The pt reported that the power issue for both meters began a few hours prior to contacting lfs. On the morning of original date, the pt attempted to test her blood glucose on her onetouch ultra2 meter, but reportedly, it did not power on. When this occurred, the pt claimed she then attempted to test with her backup meter (onetouch ultramini) but it also did not power on. Despite the meters not powering on, the pt reported that she took her usual dose of metformin (1000mg), actos (15 mg) and janumet (50mg) that morning. Sometime after the reported issues began (time unk), the pt reported that she began to feel "dizzy, weak, and sweaty." As a result of the symptoms she treated self with two glucose tablets and drank orange juice and claimed she felt better afterwards. At the time of troubleshooting, the cca confirmed the battery in both meters had been replaced and that the pt was using the correct test strips. The power issue remained unresolved for both subject meters. Replacement products were sent to the pt. This complaint is being reported because the pt claims she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began with both products.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.